Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that from a left aclr achilles allograft, patient had pain that started at about 2 years out from surgery (surgery was on (B)(6) 2009). Revision on (B)(6) 2011 which resulted in screw removal. On the MRI, there was edema around the screw and the threads were visible. Surgeon cut into the tunnel with the bovi to find a thick milky white fluid which had to be dug out. No culture was taken. Material sent to pathology. Patient was not treated with antibiotic. No known allergies. Stimublast was used to fill tunnel. Pt appears to be doing ok. Surgeon has not seen or heard from patient to date.